Manufacturer narrative:
Analysis was normal. No anomalies were observed. The reported events of failure to sense and failure to capture were not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix slightly extended and clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for a new implant procedure. The right atrial (ra) lead was inserted in the patient, but good parameters could not be obtained. The ra lead was therefore repositioned, but the helix would not extend. The ra lead was exchanged. The patient was stable.

Event description:
New information received notes no sensing, and no capture could be obtained after multiple reposition attempts. The right atrial (ra) lead was not implanted. The patient received a single chamber device.

Manufacturer narrative:
Correction: b5 states the ra lead was exchanged. This is incorrect as new information notes the patient received a single chamber device. The ra was not installed, and it was not exchanged.